Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having visualization of particles. The patient alleged difficulty breathing/short of breath, shortness of breath. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles,difficulty breathing/short of breath, shortness of breath with the device's sound abatement foam. The manufacturer received additional information alleging sinus issues, filters is dirty. There was no allegation of serious or permanent harm or injury. Section g3 and h6 has been updated in this follow up report.